Manufacturer narrative:
Further information was requested but not received.

Event description:
During a remote follow-up, a bluetooth (ble) telemetry issue was observed on the device. The patient was brought into clinic and after the device was interrogated, ble telemetry was observed to be functioning normally again. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event of bluetooth (ble) lockout was resolved with device interrogation. No further investigation is required at this time. If the issue persists, the investigation will be re-opened.